Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified radial vein. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, during second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.